Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm controller (rac) was involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm the reported failure. The rac was placed on an in-house system and no failure was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system reflected non-recoverable error 252, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi has received the product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected non-recoverable error 252. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had power cycled the system twice. The tse had the customer power cycle the patient side cart (psc), but error 802 and 23 were present in the system logs. Error 802 concerned battery backup and error 23 was pointing to miscommunication from port 2 at the vision side cart (vsc). The tse asked the customer to power down system, reseat the bfc port #2 at the vsc and to hard power cycle the vsc. It was noted that port 2 was found not well seated. Due to the long troubleshooting time, the customer elected to convert the procedure to a laparoscopic surgery. Intuitive surgical inc. (Isi) followed up with the initial reporter to confirm that the system was verified on power up and no errors were observed. The system was not working despite various troubleshooting attempts. There was no patient harm or injury and no increase in ports or port size.